Manufacturer narrative:
The field service engineer (fse) stripped and cleaned the ion selective electrolyte (ise) unit, and replaced the nozzle connector tubing and the mixer motor. While accuracy was improved, precision runs gave poor performance. The fse replaced the chloride electrode along with the sample s1 probe and syringe. Precision runs passed within the acceptable range. The instrument was returned to service and conformed to the manufacturer's published performance specifications.

Event description:
The affiliate reported the customer alleged the ion selective electrolyte (ise) mid standard nozzles dripped fluid into the d-pot and diluted sodium (na) and potassium (k) results, for multiple patients, involving the au2700 chemistry analyzer. As a result, low analytes results were obtained which prompted the customer to reanalyze samples on an alternate analyzer. One patient sample recovered a sodium result of 20 mmol/l and a potassium (k) result of 0.4 mmol/l after reanalysis - both values were lower than expected. The customer stated the erroneous patient results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Amended reports were issued to the hospital. The customer indicated quality control (qc) was within the acceptable range at the time of the event. The instrument was not in use. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A definitive cause of the event is unknown at this time.